Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. However, this does not appear to have contributed to the rupture itself. This is shell failure of local stress of unknown origin, not enough intact shell to perform mechanical testing. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.